Manufacturer narrative:
Citation: vernikouskaya I et al. Patient-specific registration of 3d CT angiography (cta) with x-ray fluoroscopy for image fusion during transcatheter aortic valve implantation (tavi) increases performance of the procedure. Clin res cardiol. 2018 jun;107(6):507-516. Doi: 10.1007/s00392-018-1212-8. Epub 2018 feb 16. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding computed tomography and real-time x-ray fluoroscopy during transfemoral transcatheter aortic valve implantation. All data were collected from a single center between january and may of 2017. The study population included 60 patients (predominantly female; mean age 80 years), 9 of which were implanted with a medtronic evolut r. No serial numbers were provided. Among all patients, adverse events included: stroke and injury of the femoral access vessel with bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.